Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that during the configuration of a brand new rad-57 using a rainbow dcip-dc3 sensor and a dci-dc3 sensor, the user of the device observed spco measurements range from 5 to 9% wherein they were expecting 0. Five (5) healthy people were tested. Based on the user's experience with older devices it seems that the readings may be high. There were no consequences or impact to patient.